Event description:
The customer called technical support (ts) and reported that the device has an o2 pressure source is off, bad o2 solenoid. The customer requested bench repair. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer sent the device to bench for repair. The bench technician evaluated the device and confirmed the reported issue. The device is failing multiple high-pressure leak tests and is also failing leak tests. The gas delivery system is malfunctioning. During servicing of the device, additional problems were found. The fan guard is missing, and the end cap is cracked, found during servicing of the device. Further information has been requested.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered a rp-gas delivery system (gds), v60 replacement aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.